Event description:
Baxter received a report from a baxter technician to report the progressa (frame) head of bed would rise without input from the user. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did communicate this event to another baxter department or authority: health canada.

Manufacturer narrative:
Baxter received this report from health canada. The bed will not be inspected. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional, relevant information is received, the additional relevant information will be submitted in a supplemental report.